Manufacturer narrative:
A review of the manufacturing records of (B)(4) indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump, (B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since the log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Pump thrombus and death are known potential complications associated with all patients implanted win vads as outlined in the instruction for use (IFU). A user must full consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU address guidelines for optimal patient management including medical management and the therapeutic anticoagulation guidelines to minimize the risk. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02044 and 2015-02045) submitted for devices related to the same event.

Manufacturer narrative:
Adverse events that may be associated with the use of the vad include device thrombosis and death. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02044 and 2015-02045) submitted for devices related to the same event.

Event description:
It was reported about by medical personnel that a patient experienced abnormal pump values. It was stated that the perfusionist prepared the pump "following usual protocol" of the instruction for use. The pump passed the wet test (1,8 watt max). After implant the power and flow rose (above 10 liters). The perfusionist called the clinical specialist to discuss potential reasons for the abnormal values. A "buffing" was suspected. The patient had a weak left ventricle, mechanical right heart support with extracorporeal membrane oxygenation (ECMO) was introduced. The thorax was closed and the patient was transferred to ICU. Pump values remained high for several hours. During the night the pump values (flow and power) went to normal. The patient had an elevated ldh a "swollen right arm and bloated abdomen" and was placed on dialysis. Perfusionist reported that "patient had thrombi in left atrium and left ventricle which surgeon had tried to remove". CT scan performed. Reported outcome is that the patient expired (B)(6) 2015 of "mov"[multi-organ failure]. The physician stated that the death was not device related. In his opinion the "device was implanted too late". No additional information provided. Investigation is ongoing.